Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-nov-2025. Investigation summary: bd received five samples for investigation. Upon inspection of the five returned samples, no visible defects were found. Additionally, functional tests were performed, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during a study using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during a study using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube underfilled. There was no health impact or consequences reported.